Manufacturer narrative:
After battery installation unit gave a blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with minor scratches on case and lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer fell on insulin pump causing display screen to blink blank and white and pump had a constant beep. Customer was advised to remove battery for 10 minutes and insert new battery. Customer called back stating that issue was not resolved. Customer's blood glucose was unknown.